Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles, multiple sickness due to use of machine, inflammation of sinuses and glands, stomach sickness 2- or 3-times per month. There was no report of serious patient harm or injury. After the first attempt to have the device and components evaluated, the customer responded but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles, multiple sickness due to use of machine, inflammation of sinuses and glands, stomach sickness 2 or 3 times per month. There was no report of serious patient harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. During the evaluation, secondary findings was not observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit was dispositioned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.